Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The conductor damage allegation was confirmed based on the observation of slightly deformed (flattened) outer coils approximately 12.7 centimeters from the terminal end, likely due to handling damage. However, the resistances measured normal. The migration allegation was not confirmed as the lead tip/helix appeared normal.

Event description:
It was reported that this right ventricular (rv) lead migrated out of its original position. Additionally, the physician planned to reposition the lead, but lead was fractured during the reposition procedure. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead migrated out of its original position. Additionally, the physician planned to reposition the lead, but lead was fractured during the reposition procedure. The rv lead was explanted. No additional adverse patient effects were reported.